Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. A medical review was performed. The reviewer concluded the following: from the information provided the stent was implanted in the lcx and patient came back about 4-days post-procedure with mi and sub-acute st confirmed by angiogram. Patient was treated with poba. No other further information was provided on the procedure, patient¿s history as well as dapt treatment. It is unknown if the patient¿s st is related to the dapt or procedural circumstances or if this was device related. The reported patient effect of thrombosis and myocardial infarction are listed in the everolimus eluting coronary stent systems (eecss), xience xpedition, instructions for use as known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a 2.75x38mm xience xpedition stent was implanted in the left circumflex artery. On (B)(6), 2024, the patient experienced a myocardial infarction and returned to the hospital with stent thrombosis. Balloon revascularization was performed for treatment. No additional information was provided.